Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. Note: a device identifier (di) number and a production identifier (pi) number are unknown as the part number and lot number were not provided.

Event description:
It was reported that the patient came into the office for a follow up appointment several days after the procedure with pain on the side of the groin that was accessed for the mynx vascular closure device procedure. The patient was diagnosed with a pseudoaneurysm. There were no complications associated with the deployment. Additional information was requested but is not available at this time. Vessel location: coronary.